Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were slowly responding, customer pushes been about a week issue started last week. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that the once the insulin pump was awake the buttons respond, it was trying to get it to respond to the press at times and it was the down arrow or the center button that gives the issues. Customer stated that the issues frequency was daily. Customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.